Event description:
It was reported that a pump was constantly alarming for a "close door" message. There was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported symptom of "close door message" could not be reproduced. However, the upper door hook was found to be out of adjustment, which likely contributed to the reported symptom. As a result, the upper door hook was adjusted and recalibrated.